Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2024-34429. During an in-clinic follow-up, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the atrial lead. Atrial lead damage was the suspected cause of the reported electrical anomalies. The device incorrectly interpreted these episodes as a loss of capture. No intervention was performed at this time. The patient was stable and will continue to be monitored.